Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07863; 2938836-2020-07865; 2938836-2020-07866. It was reported that the physician performed pocket revision for unknown reason and received the culture. The complete system was explanted due to suspected infection. The physician did not allege that device contributed to infection. The patient was stable.